Event description:
The pt was implanted with a smooth saline mammary prosthesis on 1/12/99. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 2/1/99.